Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a ptd catheter assembly with a separated basket along with the rotator device. The sheath appeared typical except for a kink at 4 cm from the extension assembly. The basket was separated from the cable. The wires and orange lumen were deformed but remained attached to the distal connector with the black pebax tip securely attached. Microscopic examination of the ends of the basket wires revealed that all four had an uneven edge indicating that they were torn from the assembly. A lab inventory guide wire was able to pass through the catheter body with only slight resistance at the kinked section of the catheter. A review of the DHR was performed with no relevant findings. The provided instructions includes a warning that potential fatigue failure of the torque cable and fragmentation of the basket may occur with prolonged activation. Operational context caused or contributed to this event, based on the time of discovery and the torn condition of the end of the basket wires. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor was using the ptd and the tip of the catheter broke off inside the patient. The doctor then had to make an incision and retrieve the piece surgically. There was a delay in treatment. It is unknown if there was harm caused to the patient or if the patient had any complications. No death was reported.